Event description:
On (B)(6) 2013 ra impedance was >3000 ohms. Ra lead did not have capture on (B)(6) 2013. Physician attempted to replace the ra lead on (B)(6) 2013, but was unable due to severe stenosis in the left subclavian. The device was reprogrammed to vddr.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.